Event description:
Reference number (B)(4). . Event occurred in the united states. On 21-june-2024, it was reported by the patient that infusion set fell off during use within 8 hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.